Event description:
It was reported that while using bd intima-ii¿ y 22ga leakage at the y interface occurred. Catheter was replaced, there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse needs to use the indwelling needle to evaluate the vascular condition before giving the patient transfusion. The external package of the indwelling needle is intact. When the indwelling needle is opened, it is found to leak in the y-type interface during the exhaust inspection, so it should be replaced immediately and stopped.

Manufacturer narrative:
Investigation summary: our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.